Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay and damaged/faded serial number label cosmetic damage was confirmed during analysis with cracked battery tube threads and cracked case-corner of belt clip rails. Frozen and blank display were not confirmed during analysis. Unable to test keypad during analysis due to the flashing medtronic logo. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer went into the pool, and the pump began beeping continuously. A crack was noticed, and the device became unresponsive, showing only a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damage and instructed customer that serialized device will be replaced. Troubleshooting was performed for fluid in pump. The customer reported that the pump was exposed to fluid in the past, no visible water or fluid in pump. Troubleshooting was performed for keypad anomaly. The customer reported buttons were not being responsive after a keypad anomaly, minutes did not change in the monitor. Pump had not been exposed to altitude change and noticed a frozen display. Troubleshooting was performed for display issue, customer inserted a new battery but the display did not return. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.